Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique further described as using a patient line after dropping it on the floor during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. The patient's treatment was not reported. The cause of the peritonitis was the break in aseptic technique. The patient had been discharged after three days of hospitalization and was recovering at the time of the report. It was not reported if pd therapy was ongoing. Additional information was requested but is not available.